Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 596 mg/dl. The customer stated that the doctor had mentioned to her that she was running trace ketones. The customer also stated that prior to the event, she had been treating for unexpected high blood glucose levels and had received motor error alarms. Nothing further was reported.